Manufacturer narrative:
(B)(4): visual inspection of the returned product revealed the lens had one detached haptic, torn optic and appears to have evidence of viscoelastic, ovd, (ophthalmic viscosurgical device). All pertinent information available to abbott medical optics has been submitted. (B)(4).

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure when the surgeon observed a bent haptic. The incision was enlarged to 3mm. No patient injury was reported. No additional information was provided.